Event description:
It was reported the scale marking on a bd insulin syringe¿ - ultra-fine¿ are too pale. The following information was provided by the initial reporter: scale marking on syringe are too pale. Lot # 110987d; catalog# 928857.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Lot number was not reported; however, an invalid lot # of 110987d was provided by the initial reporter. The information for that number is as follows: medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the scale marking on a bd insulin syringe¿ - ultra-fine¿ are too pale. The following information was provided by the initial reporter: scale marking on syringe are too pale. Lot # 110987d. Catalog# 928857.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1109875. D.4. Medical device expiration date: 30-apr-2026. H.4. Device manufacture date: 19-apr-2021. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1109875. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.